Manufacturer narrative:
Additional information: customer reported no complications such as incision enlargement, vitrectomy, or capsule tear. The patient is doing well. Implant date: (B)(6) 2017. Explant date: (B)(6) 2017. (B)(6). Health professional: yes. Initial reporter: occupation: physician. All pertinent information available to the manufacture has been submitted.

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 11/24/2017. Device returned to manufacturer? Yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 12.5 diopter intraocular lens (iol) was explanted because the patient was not pleased with the distance or near vision. Reportedly, the doctor went with a standard iol. No additional information was provided.